Event description:
It was reported that the ilet user¿s caregiver requested additional teflon insets (23-inch, 6 mm) after several were wasted during initial training due to an application error, with no blood glucose impact because a new set was applied each time. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided by the third party. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure during infusion set application, involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.